Manufacturer narrative:
Product complaint # (B)(4). Additional information: (B)(4). Product not returned. Additional information has been requested and received what is the procedure name? Laminectomy what is the procedure date ? Unknown. What date did the wound dehiscence occur on? Unknown. How was the wound re-closed? Surgeon re-closed the wound using suture. Was there any medical or surgical intervention performed (re-operation; re-closure; prescription medication)? If so, please specify. Surgeon re-closed the wound using suture. If medication was required, please clarify if it was prescription strength. Unknown can you identify the lot number of the product that was used? No. What is the most current patient status? Healed. Additional information has been requested, however not received. If further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. Patient demographics: initials / ID, gender, age or date of birth; bmi current patient status. Was there any alleged deficiency with the prineo? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a laminextomy surgery on an uknonwn date in 2022 and topical skin adhesive was used. There was a dehiscence of wound due to nursing staff removing a adhesive product following procedure. The physician assistant reports that nursing staff is new and require additional training. Surgeon re-closed the wound using suture. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. Adhesive was applied per IFU and no differently than any other application by this provider. Patient demographics: initials / ID, gender, age or date of birth; bmi unknown current patient status. Unknown was there any alleged deficiency with the prineo? No. The product was removed a post operative nursing care professional and without the knowledge or consent of the provider who applied the product. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.